Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure, and the user was instructed to toggle cgm settings and re-enter the pairing code, with guidance to wait for known pairing period and to call back if unsuccessful. No adverse clinical symptoms reported. Outcomes included no clinical impact and no need for medical care or hospitalization. User support included troubleshooting and user education to address connectivity and setup steps. Investigation of this case revealed that the issue was a pairing failure with the cgm sensor-transmitter connection, and the troubleshooting actions were implemented to resolve configuration and connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related, consistent with pairing and configuration issues resolved with standard troubleshooting.